Event description:
Pt underwent a right total knee replacement in 1983. Right knee worked well until 6 mos ago when pt began to experience increased pain. Underwent right knee revision in 1999, surgeon determined that replacement had undergone polyethylene wear.